Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/03/2023. An investigation was conducted on 02/09/2023. A visual inspection was conducted. A photographic inspection was conducted. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue safety off, which allows for the white plunger to be depressed. The tension spring assembly was observed in the delivery device with the seal unraveled. Blood was also observed on the seal indicating an attempt was made to remove the seal from the aorta. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the investigation results, the reported failure "activation problem" was confirmed. The lot # 3000251832 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal is not completely released from the delivery device. There was no problem upon load the seal. The seal loaded properly, and failed to deploy in the delivery tube. So after removing the product, use another h/s for surgery finished. There was no any harm or affection on the patient.